Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 22:19:57. During night drain cycle four, the patient's ultrafiltration reading was 1221ml, indicating the home patient (hp) drained 1221ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). An iipv event was not confirmed. The actual drain volume for cycle 4 of therapy started on (B)(6) 2012 was 2328ml, which does not meet iipv criteria for a largest prescribed fill volume of 2000ml. If any additional information is received, a follow-up will be sent.